Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"Surgeon using grasper to measure bowel, grasper scissored - replacement requested. Concern about this due to previous event with another surgeon's patient and outcome. Please contact dr. (B)(6) for more specific details." Patient status - "fine".

Manufacturer narrative:
Name of procedure performed - omega loop.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering found no non-conformances. Functional testing was performed on simulated tissue, resulting in jaw scissoring only when a large amount of force was applied and the unit was torqued while engaged. The likely root cause of the event may have been the operator applying excessive force while manipulating the tissue as engineering was only able to replicate the customer's experience by applying a large amount of force and twisting the unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.